Event description:
It was reported that this implantable pacemaker was explanted due to non-specific product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted due to non-specific product performance issue. No additional adverse patient effects were reported. Subsequently, additional information was received indicating that the whole system was explanted due to lead measurements trending upwards. No additional information was provided.